Event description:
Ous MDR - after an implant duration of (B)(6), oversensing was reported. The lead was not explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as on the x-ray images returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The analysis of the x-ray images did not show any peculiarity which may be related to the complaint description. In summary, the lead was not returned for analysis.